Manufacturer narrative:
(B)(4). Device history record (DHR): reviewed the DHR for batch 18l21ge271, there is no abnormality and no such defect detected at in process and at final control inspection. No sample has been returned for investigation. Without the actual sample a thorough investigation can not be performed. All available information has been forwarded to the actual manufacturer. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): according to the customer: customer alleges that over 15% deviation is occurring in all lots of elastormeric pumps. They expect the infusion to be done in a certain period and mostly the infusion pump faster than expected.